Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed that the two screwdriver shafts from the same lot had material missing from the end which fits into and drives the screw. Material was chipped off the star drive end. All of the features checked met the manufacturing specs therefore; the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 t25 stardrive shaft f/matrix long screws for the same part number and lot number. Placeholder.

Event description:
It was reported that during a plif procedure at l3-l4, the surgeon was trying to loosen the locking screw to reposition the screw and the tip of the screwdriver broke. The piece was retrieved. The surgeon used another to complete the procedure. During this same procedure, the handle of the stardrive screwdriver t25 with t-handle came loose. The surgeon used another instrument and the procedure was completed. This is 1 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation showed when compared to pd evaluation scenarios, it is probable that the surgeon attempted to loosen using a non-torque-limiting handle (also available for use). This allowed an application of torque well over the recommended 10 nm, causing the first t25 driver to shatter. Extensive bench testing supports this theory, results showing a 15 nm average failure torque for the matrix t25 driver geometry. The second driver was evaluated using a new poly-axial screw (B)(4), locking cap (B)(4), and 5.5mm ti-4 rod segment. The poly-axial screw was first driven into a plastic block. The locking cap was inserted and tightened on the rod segment. The driver was able to adequately engage with both the poly-axial screw and locking cap, with the locking caps being securely self-retained. The driver then successfully delivered torques in excess of 10 nm to tighten the locking caps, and subsequent loosening was achieved without issue. During evaluation no evidence of premature driver disengagement was discovered; the driver functions as intended despite the observed damage. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10 nm torque limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10 nm torque limiting handle & the damage occurred during manipulation of a locking cap, a non-torque-limiting handle was likely utilized in a manner inconsistent with the recommended technique.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2011. Placeholder.